Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently decreased to an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 460 units of insulin, and decreased to a fill estimate of 5 units after the delivery of approximately 320 units. At the time of the reported event, the customer reported that the insulin gauge displayed an accurate fill estimate. There was no impact to the customer's blood glucose level.